Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date the patient underwent for reoperation for proximal femoral fracture fixation with angled blade plate. It was noted that the patient underwent for an unknown operation with tfna on (B)(6) 2020. On (B)(6) 2020, the nail has broken after failed healing. It was unknown if the reoperation completed successfully. The patient outcome was unknown. Concomitant devices reported: tfna helical blade (part# 04.038.395s, lot# 3l28888, quantity 1). This complaint involves two (2) devices. This report is for (1) 9mm/125 deg ti cann tfna 400mm/left - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number:04.037.931s, synthes lot number: h782955, supplier lot number: n/a, release to warehouse date: 03dec2018, expiration date: 01nov2028, manufactured by synthes monument, lot quantity: 6. Production order traveler met all inspection acceptance criteria inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label logs (pll) were reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, lot number: 1l24620, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: h681012, lot quantity: 992. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, lot number: h771593, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21012, lot number: h725939. Lot quantity: 4000 lbs. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the received tfna nail is broken as complained. The breakage runs through the walls of the head element/blade hole. Furthermore, the tip of the locking prong was found damaged. In general, the device is in used condition with discolorations and scratches on the surface. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: outer diameter head, result = pass . Inner diameter head near breakage point result = pass. Document/specification review: product drawing was reviewed during this investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The raw material certificate was reviewed and the used raw material (ti15mo) met specifications. Sumamry the complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This production lot was manufactured in december 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. No product issues or discrepancies were observed that may have contributed to the complaint condition. A manufacturing related issue can be excluded. We are not able to determine the exact cause of this breakage. Based on the provided information we can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the nail. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.